Event description:
About 8 months after the surgery-hysterectomy with a bladder lift-I went for my gyn visit and had a lot of pain with the insertion of the speculum. I started experiencing pain with intercourse. The next several months I would experience knife-like pain throughout the day, especially if I would run. The pain lasted a few seconds. In 2008, I woke up and went to the bathroom and noticed bright red blood. I made an appointment with a local gyn, and they could not even insert the speculum without me being in severe pain. They were unable to tell where the bleeding was coming from but stated that I may have erosion from the mesh. I finally went to a urologist who, after performing several tests, confirmed that I had erosion in the vagina.